Event description:
It was reported the paper backing on a vialmate adaptor used for the administration of cefuroxim 750 mg mixed with sodium chloride (nacl) 9 mg/ml had already detached when opening the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the device noted that the backing paper was detached from the clear blister packaging. It was further noted that there was not a strong bond between the blister packaging and the backing paper. This issue was investigated through corrective and preventive action (CAPA). The cause was determined to be a manufacturing issue. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This event occurred on an unknown date in (B)(6) 2013. A request for the return of the device has been made. A follow-up report will be filed if any additional relevant information becomes available.